Event description:
It was reported that during laparoscopic appendectomy, the device was difficult to fire and the surgeon fired through the lockout. The case was completed with a like device. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed and no conclusion could be reached as to what may have cause the reported incident, as there was no cartridge returned for analysis. However, it should be noted that the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed, it reinitiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device.